Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for unknown indication of use. It was reported that the device ¿never did any good for him.¿ the patient would like it removed. At one point (time unknown and would not be made available), he felt a burning sensation like either the lead or battery was burning him. He shut the device off and it had been off ever since. He contacted me to ask for a recommendation for someone who can explant the system. The rep showed 2 patient meetings for reprogramming. Implant was in 2014. Patient meetings for reprogramming were (B)(6) and (B)(6). That was all of the information available. No explant surgery was scheduled at this time. It would likely take 3 or more months. At the time of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported.